Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic myomectomy procedure, the needle was separated while suturing. However, right after separation, the needle was retrieved and a new product was used for the procedure. There was no patient injury.